Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that about 2 weeks ago noticed that the previous device started moving and became detached from what it was supposed to be doing. When asked, the patient said they hadn't had any falls or trauma. The patient said that they had it replaced yesterday. When asked, patient said that there was someone from the manufacturer at the procedure however couldn't recall their name. Patient also mentioned that the procedure yesterday was horrible, said that their blood pressure was really high and they provided them with too much medication and they just wanted to throw up. The patient made recommendation that the manufacturer should provide some type of bracelet with their name and device information and warning about MRI.